Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, excessive black dots were present on the image with no flickering due to destruction of the image sensor. In addition, there were scratches and peeling on the probe unit, the air/water channel was scraped due to handling, and the adhesive on the bending section cover was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported no image was visible from the scope during a procedure after a needle possibly hit the fiber optic. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 6 years have passed since the device was manufactured. Based on the investigation results, it is likely that the reported phenomenon was caused temporarily due to an external factor such as a needle that may have hit the fiber optic causing no image. The device evaluation could not confirm the reported phenomenon therefore the root cause could not be identified. Olympus will continue to monitor the field performance of this device.